Manufacturer narrative:
Block b6 & b7 were changed to "unk" as the info wasn't provided on the user's attached medwatch report. Block h6, conlcusion code 68, used as the product was being used against it's labeled indications.code 2177-not labeled.code 2199-not labeled.code 1638 labeled.code 1670-labeled.the users medwatch report, in block b2, has checked "required intervention to prevent permanent impairment/damage" this report was orignially filed as a temporary impairment and will remain that type of reportable event-no change made.

Event description:
During a graft re-dilation procedure in which a stent had previously been placed, the catheter balloon ruptured after several inflations at 12 atm. The catheter shaft was pushed up against the wall stent at the graft curve & was pinched off. When the catheter was removed, the distal tip & balloon were missing. A gooseneck snare was successful in removing the indwelling piece.